Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a decrease in the amplitude of the detected ventricular waves was observed. The right ventricular lead detection curve is fluctuating and the minimum value is 2.89 mv. All other ICD parameters were normal. Preliminary analysis results confirmed the reported behavior.

Manufacturer narrative:
Reportedly, the patient died from cardiac arrest/cardiorespiratory arrest on (B)(6) 2018. The death was considered as not procedure related and not device related.

Event description:
Reportedly, a decrease in the amplitude of the detected ventricular waves was observed. The right ventricular lead detection curve is fluctuating and the minimum value is 2.89 mv. All other ICD parameters were normal. Preliminary analysis results confirmed the reported behavior.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a decrease in the amplitude of the detected ventricular waves was observed. The right ventricular lead detection curve is fluctuating and the minimum value is 2.89 mv. All other ICD parameters were normal. Preliminary analysis results confirmed the reported behavior.